Manufacturer narrative:
The lot # of the device used is unk, consequently, the MFR date of the device is unk. A review of the device history record was not performed due to no lot # provided. However, a ship history was performed and identified the last lot shipped to this customer in september 2006. The DHR was reviewed for this lot #, 8999812, and revealed no anomalies prior to its shipment to the customer. Additionally, there are no similar complaints for this lot. A visual eval of the returned device found that the working length of the device had been detached proximal to the distal coated section. The tear was found to be jagged and at an angle across the body of the catheter. The tear had a crack protruding in both directions from the tear. The distal crack wrapped around the circumference of the device, while the proximal crack went down the length of the device. A performance eval found that a 0.035 inch guidewire could be placed through both remnants of the catheter without issue. The february 2007 15 month trend chart for the nasobiliary catheter prod family was reviewed and showed no unfavorable trends for the prod family. An unfavorable trend is defined as two consecutive mos of increasing number of complaints. Four complaints for this prod family were reported in december 2006, three were reported in january 2007 and nine were reported in february 2007. Due to the low number of increased complaints (total increase of 6 complaints), the low magnitude of the number of complaints, and the low clinical severity of the failure modes, no further specific action is warranted at this time.

Event description:
The complainant has reported that a male pt (age unk) had a bsc nasobiliary tube successfully placed in 2007. The device was attempted to be removed from the common bile duct the following month. It was reported that during the removal procedure, "it was found that this device was detached about 20cm from the distal end. A partial detachment was seen at the papilla." Additionally, it was reported "this detachment was retrieved by the forceps." There were no reported complication or ill effects sustained by the pt.